Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display screen has a black circle in the lcd that cannot be cleared. Customer does not recall any significant events leading to the error, except that the battery was changed and the issue remained. Customer's blood glucose was 274 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.